Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were not reproduced. Air in line alarms were verified through a review of the event history log and found to be caused by continuity across the ultrasonic crystals. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for air in line during preventative maintenance testing. There was no patient involvement. No additional information is available.